Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to manufacturer report 3005099803-2010-02828 and 3005099803-2010-02831 for the other associated device information. It was reported to boston scientific corporation that a resolution clip device was used during a mucosectomy performed on (B)(6), 2010. According to the complainant, during the procedure, in all three instances, they attempted to place the clip however the clip bent backwards. The three clips deployed into the patient and were left to pass naturally. The case was completed with two additional resolution clip devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.